Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/15/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported limited physical activity, constant pain, patient cannot drive long distances and uses cane for stiffness. Primary surgical report noted a small crack proximally, while using rasp on femur, that could not be repaired with cerclage wire. This caused surgeon to have to use a cemented stem instead of an uncemented stem. The surgeon noted that the fracture was reduced to anatomical when the cement hardened. The revision operative note reported that the cement component prematurely failed, and it was an aseptic failure, and there was extensive fracturing of the femur. The stem was noted to be quite loose and easily removed. Part/lot updated. Stem will be added to complaint for loosening and an unknown rasp will be added for the fracture. Cement is not being added as it was a competitor product. The complaint was updated on: dec 30, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
UDI: (B)(4).